Manufacturer narrative:
The pump was returned for investigation. Data logs were not provided for this case run. A cannula kink was found on the returned product. No further investigation was required for this case run. As per the clinician, the pump was inserted too deep towards the mitral valve while advancing the sheath. The doctor explanted the pump due to the kink found during positioning. Product damage¿cannula kink failure mode was changed to a positioning issue after investigation. The cannula was found to be kinked due to the position of the device. The cause of the positioning issue was most likely use related. The following have been reported incorrectly on manufacturer device report 1220648-2024-22874. E4 should have been left blank. G1 reporting contact email.

Event description:
The complainant reported that impella cp was placed emergently in the setting of hemodynamic compromise. Post percutaneous coronary intervention, the medical doctor (md) took 14fr sheath out of the patient and advanced the repositioning sheath. During advancement of the sheath, the cp deep dived into the left ventricle (lv) completely and the inlet curled towards the mitral valve. Md pulled cp out of lv, and a kink was noted at the cannula right above the aortic valve, near the motor housing. The md attempted to reposition to release kink, without success. The md made the decision to emergently explant cp and reimplant a new impella cp. The patient remained stable and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.